Event description:
The device worked correctly, however, four days after original surgery, the patient presented anastomotic leakage and was readmitted to the hospital, to be treated with a laparotomy and drainage. There was no bleeding, tissue loss or damage, or delay in surgery. The patient was in bed rest in the hospital post operation.

Manufacturer narrative:
(B)(4).